Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and during the prime test due to loose protruded drive support disk also, unable to perform low reservoir alarm due to loose drive support disk. However, the insulin pump passed displacement test, operating currents, self-test, off no power and a21 error test. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump has been alerting it is out of insulin and when she removes the reservoir there is still 30 units of insulin left. Customer also mentioned the device was damaged. The damage is located on the lcd screen and the drive support cap is sticking out. She doesn't recall pressing the drive support cap in while connected. The device was dropped previously and caused the damage. Alarm history on the device didn't display any other alarms. The device wasn't exposed to an MRI. Displacement test was performed and the device passed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer had mother call in to accept replacement and customer's mother agreed to return the device for analysis.